Event description:
It was reported that syringe non sterile 50ml ll package was damaged and leaked. The following information was provided by the initial reporter: the first complaint rc20-183 : leak at the piston seal of the syringe. The second complaint rc21-092: leak between needle and syringe. The third claim rc20-233: during the preparation of the tape, the syringe of the set broke.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lots 1908350 and 1901351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported defects. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing and leakage testing. All results were reviewed for the reported lots and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908350. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-16. Medical device lot #: 1901351. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe non sterile 50ml ll package was damaged and leaked. The following information was provided by the initial reporter: the first complaint(B)(4): leak at the piston seal of the syringe. The second complaint (B)(4): leak between needle and syringe. The third claim (B)(4): during the preparation of the tape, the syringe of the set broke.